Event description:
Noise can be seen on the rv channel via hmsc recordings and during an in person interrogation. Postural and isometric testing was recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.